Event description:
It was reported that the patient showed signs of withdrawal about a week before it was replaced. It was noted that the pump did have a pump stall, however, no information was available regarding the pump stall other than it was several days prior to the pump being replaced. The patient was explored for an infection and none was found. The doctor opened the pump pocket and disconnected catheter and let fluid come back to pump connector. The pump and catheter were replaced for a normal battery replacement. It was not provided what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced increased spasticity and itching. The pump motor stall occurred on (B)(6) 2013. The cause of the motor stall was unknown. During the last pump refill on (B)(6) 2013 the elective replacement indicator (eri) was 5 months and the pump was scheduled for replacement for (B)(6) 2013. The patient presented to the emergency room (ER) on (B)(6) 2013 and then presented to the physician's office. The motor stall was seen at this time and the pump was successfully reprogrammed. It was indicated that the motor stall recovered. The patient was scheduled for pump replacement and was given oral baclofen. The patient again went to the ER on (B)(6) 2013, was admitted to the hospital, and the pump and catheter were replaced. The device system delivered compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: catheter: product ID 8703wpc, lot# n24208, implanted: (B)(6) 2002. Product type: catheter: product ID 8703wdc, lot# n25515, implanted: (B)(6) 2002. Product type: catheter. (B)(4).